Event description:
A catheter tear was noted on follow up three months after implant. A catheter contrast study revealed the tear and the patient underwent catheter replacement. A piece of catheter remains within the patient's csf. No pt signs or symptoms have been reported related to this event.